Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the full disclosure was not visible at the central nurse's station (cns). They rebooted it, but it entered a continuous boot loop. No patient harm was reported. Investigation summary: the complaint was duplicated. Possible malfunction / causes of complaint identified by the repair center were; corrupted sw / degraded hdds. The root cause is degraded hdds. The hdds were replaced. The unit was tested by the operator's/service manual and completed 24 hours of extended testing and operating to manufacturer's specifications. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways.

Event description:
The biomedical engineer (bme) reported that the full disclosure was not visible at the central nurse's station (cns). They rebooted it, but it entered a continuous boot loop. No patient harm was reported.